Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16651527/14500981/14500982.

Event description:
It was reported that the patient was not getting adequate pain relief. During a previous revision, it was noted that the leads were fractured and had high impedances. The patient was reprogrammed and was able to get good coverage. There will be no further course of action at this time.